Event description:
Related manufacturing ref 3005334138-2017-00085. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Near the end of the procedure, a pericardial effusion was noted via a transesophageal probe that was present throughout the case. A pericardiocentesis was performed and a pericardial drain was left in for the duration of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk during the use of this device.

Event description:
Additional information was received indicating an inquiry catheter contributed to the pericardial effusion in the right ventricular apex. The livewire catheter was located in the left ventricle. The inquiry is reported in 3008452825-2017-00157.